Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2026 and barbed suture was used. The needle was broken at the 1st stitch when the package was opened during surgery. It was not a control release needle. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: the broken needle was retrieved by a doctor immediately after the needle was broken. If further details are received at a later date a supplemental medwatch will be sent. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.